Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced foreign matter in the fluid path. The following information was provided by the initial reporter: pharmacist reported on behalf parent of child patient -found syringe to have bead of liquid on the needle before using this syringe.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced foreign matter in the fluid path. The following information was provided by the initial reporter: pharmacist reported on behalf parent of child patient -found syringe to have bead of liquid on the needle before using this syringe.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced foreign matter in the fluid path. The following information was provided by the initial reporter: pharmacist reported on behalf parent of child patient -found syringe to have bead of liquid on the needle before using this syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: (B)(6) 2022. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.